Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The pediatric patient experienced a sensor failure which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was at a summer camp and in the afternoon, he reported seeing a sensor failed alert. This was the patient's last sensor; therefore, he did not replace it. The patient was also using an omnipod insulin pump. At an unspecified time after the sensor failure, the patient began experiencing dehydration and vomiting. No bg meter reading was done. The camp counselors called emergency medical services (ems) and the patient was transported to the emergency room (ER). At the ER, the patient's bg meter reading was taken, but the specific value could not be recalled. The patient was treated with an unspecified intravenous (IV). On (B)(6) 2024, the patient was discharged home after 2 days. The patient was in good condition at the time of report. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.